Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was an error message. There was no patient involvement.

Manufacturer narrative:
The asp evaluated the device and the user operation of it. The user was performing an incorrect operational check procedure. The user was instructed on proper procedure and now the device performed normally. There was no device malfunction.